Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information h4:device manufacture date evaluation summary the device has been repaired and the angle wire replaced.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Eg27-i10-us is available in the USA with a 510k number k131902.

Event description:
There is no angulation. Ange wire ruptured. This event occurred at the time of before use. There was no report of patient harm.